Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube o-ring. Unit received with cracked keypad overlay at select button. Unit received with minor scratched lcd window, case and keypad overlay. No cracks at the display window noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that screen was cracked. Insulin pump would need to be replaced.